Event description:
It was reported that the ventilators touchscreen was damaged. Additional information about the event has been requested. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer had been provided with part number for the touchscreen. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.